Event description:
User reported 4 false positive results. Negative by pcr. This is report 3 of 4.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) , (B)(6) , (B)(6) (3014862188-2021-01206,7,9: tests 1,2,4 of 4). This is a retrospective report due to challenges implementing esg.

Event description:
User reported 4 false positive results. Negative by pcr. This is report 3 of 4.